Event description:
It was reported that the pt underwent a primary, bilateral, laparoscopic inguinal hernia repair procedure in 2008, in which the surgical mesh was used. During this procedure the pt was placed under general anesthesia. Postoperatively the following day, the pt developed atrial fibrillation with a rapid ventricular rate and hypotension. The same day the pt underwent a cardioversion performed by the cardiology dept. This event is indicated as resolved two days later. In the same month, the pt developed pneumonia and was ventilator dependent. This event appears to have been over a few weeks and thus the pt underwent a tracheostomy and the placement of a percutaneous gastrostomy tube. The pt was discharged from the hosp the following month. This event is listed as ongoing at the last contact.

Manufacturer narrative:
Date sent to the FDA: 08/27/08. Atrial fibrillation with a rapid ventricular rate and pneumonia occurred - conclusion: the surgeon has indicated that the pt's post operative complications were not product related but were possibly procedure related. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00734 for the other medwatch. The same pt is represented in each medwatch.